Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) paired to the dexcom app failed to pair to the ilet for approximately two hours, after which connection was restored following troubleshooting that included verifying sensor type settings and cycling bluetooth. No adverse clinical symptoms were reported. Outcomes included temporary loss of cgm data to the ilet with subsequent reconnection. User support included review of connection status and guided user troubleshooting. Investigation of this case revealed a pairing failure between the cgm and the ilet that resolved after proper configuration and bluetooth reset, consistent with a transient communication issue without device hardware involvement. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related pairing behavior leading to temporary communication loss.